Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by a database error. A technical service engineer fixed the database error and the station is up and running now. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer non-functional, will not boot up at all. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.